Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specification as received. The evaluation revealed that approximately 0.26" of the distal tip is broken-off and the remaining distal fracture face area is bent. The complainant's event is most likely caused by prying/leveraging in conjunction with not using the associated drill guide during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was an open tfcc (triangular fibro-cartilage complex) procedure. The drill bit broke off inside the fovea. The broken piece was un-retrievable & therefore had to be left inside the patient. Additional instruments used: 1.8mm drill for soft bone, then another ar1322ds kit was opened & a second 2.0mm drill was used. The surgical results were acceptable at this time.